Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the bumper tip profile. The stent was damaged and stretched along its entire length. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. It was also specified that the user encountered resistance during the procedure. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015 it was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and mildly calcified mid and distal left circumflex artery (lcx). After pre-dilatation, a 2.50x28mm promus element¿ plus stent was advanced to treat the mid lcx. However, the device was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Patient was later sent home. However, returned device analysis revealed stent damage.